Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, patient had heart block form balloon aortic valvuloplasty (bav) and the valve was implanted with a depth of 2mm. After the procedure the heart block got worsened. On (B)(6) 2024, a permanent pacemaker (ppm) was implanted. The patient was reported stable.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of right bundle branch block (rbbb), there was calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 2mm from the non-coronary cusp (shallower than the recommended 3mm). It was noted that the patient experienced heart block from the balloon valvuloplasty balloon, and the patient's pre-existing rbbb worsened with the pre-bav. Based on available information, the reported event appears to be related to a combination of patient condition (pre-existing rbbb) and procedural conditions (pre-bav). There is no indication of a product quality issue with regards to manufacture, design, or labeling.